Event description:
A physician reported that during a femtosecond-assisted cataract extraction with intraocular lens implantation procedure on the left eye, after insertion of the phacoemulsification tip, no aspiration or phacoemulsification effect was observed and a corneal thermal injury was noted within seconds during the pre-sculpting phase before entering the nucleus. The physician reported that irrigation was functioning prior to insertion of the ophthalmic handpiece into the eye and no occlusion tone was heard. In the surgeon¿s opinion, extra heat buildup at the phacoemulsification tip contributed to the event. The thermal injury resulted in wound gaping and leakage. The ophthalmic handpiece, tubing, and cassette were exchanged, and the procedure was completed successfully on the same day. The incision was closed with ophthalmic sutures, and tissue adhesive was applied due to wound leakage. Postoperatively, mild anterior chamber shallowing, postoperative astigmatism, mild corneal opacity, and temporal corneal neovascularization were reported. The adhesive was removed and reapplied, and no further leak was reported. Follow-up treatment for astigmatism and possible release of a temporal iridocorneal adhesion was planned. The current condition of the patient was unknown. This report pertains to phacoemulsification tip involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.